Manufacturer narrative:
Please refer to the document (B)(4) for device serial numbers affected by this event. Please refer to the attached analysis report.

Event description:
Reportedly, during an incoming inspection, several device labels were found unclearly printed but the bar code could be scanned. Manufacturing records review confirmed that the products were released following all applicable procedures. However, preliminary analysis revealed that the labels were printed with a defective printer. As a result, some parts of the label were blurry, but the content was still readable.

Event description:
Reportedly, during an incoming inspection, several device labels were found unclearly printed but the bar code could be scanned. Manufacturing records review confirmed that the products were released following all applicable procedures. However, preliminary analysis revealed that the labels were printed with a defective printer. As a result, some parts of the label were blurry, but the content was still readable.